Event description:
The account alleged that when he engages the brakes and pushes the bed a ratcheting sound is heard, the brakes are not holding. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.